Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion set had air bubbles. Customer's blood glucose level was 109 mg/dl. A few air bubbles were closer to the reservoir. The customer received an insulin flow blocked alarm while she primed. The insulin flow blocked alarm was recurring and was not resolved. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test to reservoir, and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles or occlusions were noted.